Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. This report is for one unknown variable angle locking screw. Part and lot numbers were not provided by reporter. Date of implant is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 a patient, who had a periprosthetic fracture of the femur repaired on an unknown date, underwent a corrective osteotomy revision and plating surgery. It was reported that during the original surgery, the fracture was not properly reduced and the bone was mal-aligned. The explanted devices include one plate, eight screws, and five cables. The cables were reportedly a competitor's device. There were no delays or surgical complications reported. Patient status was noted as fine at the end of surgery. This report is for one unknown variable angle locking screw. This report is 3 of 9 for (B)(4).